Event description:
Thyroid problems after implants, low blood pressure, sleep problems, night sweats, hot flashes, dry mouth, balance problems, memory problems, headaches, arms and legs tingle/numb, joint pain, depression, arthritis in wrists, hands, knees, feet, joint swelling, pain, stiff in hands, wrists, knees, muscle fatigue, swelling hands/fingers, fatigue, general aching/stiffness, coldness and pain of extremities visible implant wrinkles, hands feel like they are asleep all of the time.